Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Correction : section h1 : type of reportable event should have been malfunction but serious injury was selected in error in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (aortic valvuloplasty) was implanted with an impella cp device for mechanical circulatory support. After support, when attempting to close the access site, 4 perclose sutures failed. Manta deployed to achieve hemostasis.